Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the returned product noted; the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. Engineering noted: as per visual inspection of received instrument, it was noticed with balloon assembly was disengaged from pdb (preperitoneal distention balloon) sleeve. Under microscope, it was noticed evidence of applied loctite 3321 adhesive line around pdb sleeve exterior circumference similar to an acceptable uniform adhesive line. It was reported that the balloon was detached from the trocar/sleeve. The reported issue was confirmed. The most likely cause could not be established from the information available. The disengaged balloon from the cannula may occur when excessive air was applied during clinical application. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure made the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use proper inflation volume of balloon using included syringe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. Functionally, the converter doors move freely and were secured in place. The flapper door when actuated opened and closed properly. It was reported that the balloon detached from the trocar/sleeve. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a- laparoscopic nephrectomy, the balloon detached from the trocar/sleeve. A new device was used to resolve the issue. There was no patient injury.